Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system displayed a system message and the cutter shut off during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported system message (sm) was confirmed (via event log review). Additionally the company representative found a broken vitrectomy probe connector on the pneumatics module. The central processing unit (cpu) battery and both (male/female) connectors were replaced to resolve these issues. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 19, 2009. Based on qa assessment, the product met specifications at the time of release. No probe sample was returned for evaluation for the report of the cutter stopping during surgery. Therefore, the condition of the product could not be verified. No consumable lot number was identified with this complaint. Therefore, a lot history review could not be conducted. The root cause of the reported probe performance issue can be attributed to wear and tear on the cpc connectors over time. The root cause of the reported system message (regarding the cpu battery) can be attributed to gradual use of the battery over time. (B)(4).